Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s freestyle libre 3 plus continuous glucose monitor (cgm) did not provide glucose readings because the device was configured to the wrong sensor type, which prevented proper cgm connectivity. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and resolution after correcting the sensor selection and starting a new sensor. User support included customer support troubleshooting and education to navigate the cgm menu and adjust the sensor type. Investigation of this case revealed a use error related to incorrect sensor configuration, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user selection error corrected through troubleshooting and education.